Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I results were obtained from three patient samples processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros troponin I es lot 2490 performance issue is not a likely contributor to the event. Vitros tropi es precision testing performed was not completed due to the instrument posting machine codes, therefore an instrument issue cannot be completely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from three patient samples using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample 1= 0.199 ng/ml versus expected <0.012 ng/ml, patient sample 2= 0.078 ng/ml versus expected <0.012 ng/ml, patient sample 3= 0.234 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected troponin I es results for patient samples 1 and 2 were reported from the laboratory; however, sample testing was repeated and a corrected report was issued. It is not known if the higher than expected troponin I es result for patient sample 3 was reported from the laboratory. There were no allegations of patient harm as a result of the event. This report is number 1 of 3 MDR's for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).